Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the 5th firing, only one side of the clip came down and then it jammed in the device and would not fire. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that one el5ml device was received in good visual condition, with the jaws closed and a "j" shaped clip jammed in the jaws. The trigger was manually assisted in order to return it to the open position. The device was cycled, fed and formed the remaining clips within mfg specs. The device locked out as intended, but the orange indicator advanced beyond the intended position. A possible cause for the indicator failure may be a previous feed error or firing through the device lockout, which may cause the indicator to over-travel the intended point. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. Our mfg batch history review identified that a malformed clip issue was detected during the mfg of this batch. When this occurs, our quality system documents the necessary actions to ensure final product quality. The final quality release criteria were met before this batch was released for distribution.